Event description:
It was reported that a malfunction alarm occurred after the pump went into the shower. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.